Manufacturer narrative:
Concomitant products: addrl1 ipg implanted: (B)(6) 2010.

Event description:
It was reported there was a possible fracture of the ventricular epicardial lead. It was further reported that routine remote monitor transmission results indicated a high right ventricular (rv) pacing impedance greater than 5000 ohms, and there were stored episodes of ventricular high rates with apparent oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.